Event description:
Caller reported a malfunction on pump with code malf 9. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, assisted caller with resetting pump, and advised using multiple daily injections as backup therapy. Eventually, replacement pump was sent after initial reset avoided recurrence but later malfunction code recurred. Customer instructed on storage and return procedures for problematic pump.